Event description:
The customer reported an "oily smell" coming from the unit. The asp field service engineer (fse) found oil mist coming from the unit when it ran. Attempted to f/u with the customer regarding potential physical issues with the oil mist and the customer was not available. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter, cleaned the vent valve and verified system specs. He ran an empty chamber cycle and the unit met specs.